Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have two severely bent grips, causing misalignment of the grip-tips. There was a 0.87mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. Further inspection found mechanical indentations on the grip tips. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Additional observations related to the customer reported complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip is able to be loaded onto the grip tips but was unable to clip onto the tubing. This failure is likely due to the severely bent grip tips observed. The probable root cause is attributed to either a damaged grip cable or misaligned grips or bent grip tips. The instrument was found to have multiple indentations at the tip of the grip tips. The grips were found to be bent. Components adjacent to the indented grip tips show damage which may indicate potential mishandling/misuse. The grip tips were found to be bent. The probable root cause is attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product, collisions with sharp objects or hard surfaces. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the single port medium-large clip applier could not clip the tissue when deployed. When clipped, the clip was not completed shut. The procedure was completed with no reported injury.